Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data on the reported event date of (B)(6) 2024 was reviewed. The controller event log file captured low power hazard/no external power alarm events that became active on (B)(6) 2024 at 10:47:35. The alarm cleared at 10:47:52 and then recurred at 10:52:27. The alarm activated due to a power loss from the mobile power unit (mpu). The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. Power was restored from the mpu, which the alarm cleared at 10:52:30 and did not recur thereafter. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Mobile power unit (serial # unavailable) was unavailable for evaluation. A root cause of the loss of power from the mobile power unit could not be determined. Serial number of the mobile power unit was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was found down at home possibly due to a stroke and brought in by ambulance. The vad was interrogated. Per the history, at 0908 patient had a low flow alarms at 1.7- and 1.6-liters per minute (lpm). Pulsatility index (pi) was at 13 during these events. Log files were sent for evaluation. The event log captured intermittent low flow alarms with elevated pi as well as momentary low flow estimates with elevated pi on (B)(6)2024 from 09:08 to 10:30. The estimated flow was fluctuating below 2.5 lpm threshold. Most of these events were brief and didn¿t generate the alarms. The estimated flows were averaging from 1.5 to 2.4 lpm and pi was averaging from 7.3 to 13.1 during these events. There were no unusual rotor faults, or any other abnormal pump faults were seen during these events. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The event log also captured power cable disconnect/low power hazard/no external power while connected to the mobile power unit (mpu) at 10:47 & 10:52. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as controller¿s ebb function as intended. The alarms resolved upon mpu regaining power. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file, the mcs equipment is operating as intended electronically and mechanically.